Event description:
The customer reported a blank screen on the device. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The customer reported a blank screen on the device. There was no reported patient involvement. Philips field service engineer evaluated the device and could not confirm the customer's problem of a blank screen. The device was run overnight and monitored. As of 10/31/2011 there have been no further calls for this device. The performance assurance tests all passed and the device was put back into service.